Event description:
It was reported that the patient presented in the emergency room with chest heaviness. Upon interrogation of the device, it was noted the right ventricular lead was not capturing the right ventricle but the right atrium. After reviewing the x-ray image, it was determined that the lead had become dislodged in the right atrium. The right ventricle was explanted and replaced. The patient was stable before, during and after the replacement procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.